Event description:
It was reported that new condom catheter kits do not contain the peri wipes in the kit. There was a yellow sticker on the bottom stated there are no wipes in the kit. 14 french coude foley kit did not contain lubrication there was no sticker attached to this kit saying there were missing items. The intermittent kits will also be missing the precleaning wipes for the time being. They also told me there was one kit that did not contain the sterile water syringe to inflate the balloon but have not seen this so not sure if this was a one-time occurrence but to keep in mind that they are receiving many kits from bard with missing essential items.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that new condom catheter kits do not contain the peri wipes in the kit. There was a yellow sticker on the bottom stating there are no wipes in the kit. 14 french coude foley kit did not contain lubrication there was no sticker attached to this kit stated there were missing items. The intermittent kits will also be missing the precleaning wipes for the time being. They also told me there was one kit that did not contain the sterile water syringe to inflate the balloon but have not seen this so not sure if this was a one-time occurrence but to keep in mind that we are receiving many kits from bard with missing essential items.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions could be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.